Event description:
The customer reported via phone call that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 30 mg/dl compared with the sensor glucose reading of 180 mg/dl. The customer was hospitalized for the low blood glucose readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.